Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. No unexpected pump starting moving by its self noted. The insulin pump was received with cracked case at the display window corner, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Her blood glucose level was 421 mg/dl. She treated her blood glucose level with an insulin pen. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.